Manufacturer narrative:
Other applicable components are: product ID: 37761, serial#: (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the desktop charger had a broken connector pin. It was reported that the patient has been having more pain because they haven't been able to charge the ins. No further complications are anticipated.